Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked and broken, as part of overall visual revision. The device has the body kinked in the middle of the device, also the guidewire is broken at 153 cm from the distal tip both parts were returned. Overall length couldn't be measured due to the device condition (wire broken). Od (outer diameter) of middle of the device near to the broken section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 24mm x >3.0mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees and an ejection fraction of >60% was located in the non-calcified left anterior descending (lad) artery. A 182cm choice(tm) guide wire was advanced to the lesion. However, after the passage of a 2x20 maverick balloon catheter over the guide wire, the guide wire was cut and lost its length. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm x >3.0mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees and an ejection fraction of >60% was located in the non-calcified left anterior descending (lad) artery. A 182cm choice¿ guide wire was advanced to the lesion. However, after the passage of a 2x20 maverick balloon catheter over the guide wire, the guide wire was cut and lost its length. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.